Event description:
During an atrial fibrillation ablation procedure with a left atrial appendage (laa) access, a perforation occurred on the anterior part with the ablation catheter during mapping and the patient expired. The perforation was confirmed by watching the surface of the heart (during this procedure, it was a costal approach, with a laa access). A pericardiocentesis was performed and heparin was injected. The physician then decided to stop mapping of the left atrium (la) and all abbott devices were extracted from the heart. The surgeon then started the "atricure" procedure by clamping the laa. When the surgeon clamped the laa, it ripped off, causing a massive hemorrhage. At that moment, thoracic surgery was done with an extra corporal circulation. After five hours of surgery, the patient died at 10pm. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, one video was submitted for analysis which showed a significant amount of mechanical force on the ablation catheter which leaves the cardiac chamber and turns red on the contact force indicator. It is unknown if this occurred before the first perforation or if this led to the initial, small, perforation prior to surgery. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. The cause of death was determined to be due to the atricure procedure and not related to any abbott devices.

Event description:
During an atrial fibrillation ablation procedure with a left atrial appendage (laa) access, a perforation occurred on the anterior part with the ablation catheter during mapping and a pericardiocentesis was performed. The perforation was confirmed by watching the surface of the heart (during this procedure, it was a costal approach, with a laa access). The physician then decided to stop mapping of the left atrium (la) and all abbott devices were extracted from the heart. The surgeon then started the "atricure" procedure by clamping the laa. When the surgeon clamped the laa, it ripped off, causing a massive hemorrhage. At that moment, thoracic surgery was done with an extra corporal circulation. After five hours of surgery, the patient died at 10pm. There were no performance issues with any abbott devices. After review of the file, the cause of death was determined to be due to the atricure procedure and not related to any abbott devices.

Manufacturer narrative:
Correction: b1, b2, h6 heath impact code. Additional information: b5, g3, h2, h3, h6.